Manufacturer narrative:
Corrected information (05/30/2016): the cse did not replace the rotary valve. The rotary valve was dismounted and cleaned.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the rotary valve and cleaned the integrated multisensor technology (imt). A siemens headquarter support center (hsc) specialist evaluated the instrument data. Quality control data show no evidence of outlier. For sample ID (B)(6), results were different by a similar percentage of approximately 7-9% suggesting the initial run of this sample was of poor sample quality containing gel, fibrin, a micro-clot, or cellular material that impacted the proper imt dilution of the sample. The imt data for the initial run of sample ID (B)(6), indicates a low "fluid verify measurement" with a corresponding low fluid delta, which is an indicator that poor sample quality was a factor in the discordant result recovery for the initial run of this sample. The cause of the discordant, falsely elevated na and cl results was sample specific due to poor sample quality and the presence of gel, fibrin, a micro-clot, or cellular material that impacted the proper dilution of the initial run of this sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The sample was repeated multiple times on the same instrument, resulting lower. The discordant results were not reported to the physician. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.